Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted: (B)(6) 2004; 511212, boston scientific lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission observed the right ventricular (rv) lead with high thresholds, which had been high since the last programmer check. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.